Event description:
Customer reported a tool malfunction. It bent, and the part where it was stuck on the phone broke. It got stuck and couldn't be pulled out.

Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.